Manufacturer narrative:
The lipoprotein a reagent lot number was 705510. The reagent expiration date was requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with lpa2 (lipoprotein a) on a cobas c 503 analytical unit. The sample initially resulted in a lipoprotein a value of 31 mg/dl. The sample was repeated three additional times, resulting in values of 30 mg/dl, 40 mg/dl, and 49 mg/dl.

Manufacturer narrative:
The last calibration performed on (B)(6) 2023 was ok and there were no alarms. Quality controls recovered within range. There was no indication of a reagent or instrument performance issue. The field service engineer ran an instrument check. The check passed within specifications. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
No questionable results were reported outside of the laboratory. The customer has confirmed that the complained sample initially generated lipoprotein a values of 40 mg/dl and 49 mg/dl. The customer initially tests in duplicate and if values are greater 15% different, the sample is repeated again in duplicate. The sample was repeated two additional times, resulting in values of 30 mg/dl and 31 mg/dl. The 31 mg/dl value was deemed correct.